Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The patient symptom of urinary incontinence is a known risk associated with this device type and procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During the revision procedure, the physician observed that the cuff belt had become detached, resulting in the cuff becoming loose. The pressure regulating balloon (prb) and control pump were left in place, and only the cuff was replaced with a new 4.0 cm cuff. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During the revision procedure, the physician observed that the cuff belt had become detached, resulting in the cuff becoming loose. The pressure regulating balloon (prb) and control pump were left in place, and only the cuff was replaced with a new 4.0 cm cuff. No further patient complications were reported.